Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the patient line of a cassette near the connector. During follow up, the damage was further described as the patient line was bent and had a small cut near the connector. There was no patient injury or medical intervention associated with this event. No additional information is available.